Manufacturer narrative:
Additional information: h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line of the homechoice cassette and the heater bag which resulted in a solution leak; further described as ¿luer lock on the heater bag blew completely off the bag¿. This event occurred during first fill of peritoneal dialysis (pd) therapy. The patient did not complete the therapy session and received prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.